Event description:
It was reported that the patient with this pacemaker was seen during a routine follow-up and upon device interrogation it was observed the device had reverted to safety mode operation. It was noted the estimated remaining battery longevity last year was approximately five years remaining. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.